Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, implanted with an implantable cardioverter defibrillator (ICD) device, experienced pocket discomfort. The device was moved submuscularly. The device remains in service. No additional adverse patient effects were reported.